Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant: product ID 37601, serial# (B)(4), implanted: 2011-(B)(6), product type implantable neurostimulator, product ID 3387s-40, lot# v833497, implanted: 2011-(B)(6), product type lead. Product ID 37085-40, serial# (B)(4), implanted: 2011-(B)(6), product type extension. Product ID 37642, serial# (B)(4), implanted: 2011-(B)(6), product type programmer, patient. Product ID 37085-40, serial# (B)(4), implanted: 2011-(B)(6), product type extension. Product ID 3387s-40, lot# v833497, implanted: 2011-(B)(6), product type lead. Product ID 3387s-40, lot# v802373, implanted: 2012-(B)(6), product type lead, product ID 37085-40, serial# (B)(4), implanted: 2012-(B)(6), product type extension. (B)(4).

Event description:
A manufacturing representative reported the patient had their implantable neurostimulator (ins) removed and replaced with two single channel ins. The ins was replaced due to the patient not receiving therapy adequately and the second lead in the patient's brain hemisphere had no benefit. The patient's indication for use was parkinson's dual and movement disorders. No outcome was reported regarding this event. If additional information is received, a follow up report will be sent. Refer to manufacturer report #3004209178-2015-15634.